Event description:
The patient was revised due to wear of the insert, osteolysis and tibial tray loosening.

Event description:
The patient was revised due to the insert was worn, the tray was loose and osteolysis was present. Height 6'1".